Event description:
The customer reported that during an antibody screen, there was insufficient volume in rows c through h. Summit sample handler, was being used. No error message was given. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event.